Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and radial folds. The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease/ folding of implant: no creases were observed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photos of the device have been received; evaluation yet to begin. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and radial folds. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27feb2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and radial folds. The device has been explanted.